Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl which they treated and wanted to verify that the insulin pump was functioning properly. Customer stated that the device was exposed to moisture/fluid, a possible leak from the reservoir compartment. Customer had already cleaned the compartment prior to call and changed into a new reservoir. Customer also reported the device had scratches on the screen. Troubleshooting was completed. Self-test and displacement test were performed and passed. The insulin pump and reservoir were not replaced or returned for analysis.